Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Procedure: the patient underwent left total hip arthroplasty (B)(6) 2019. Patient underwent revision left total hip arthroplasty on the left side, both components changed for closure of dehisced left hip surgical wound (B)(6) 2020.